Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three months post-implant, the implantable pulse generator (ipg) system was removed for an unknown reason. No patient complications have been reported as a result of this event.